Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the noted stretched inner and outer member proximal to the balloon proximal seal appears to be related to a potential product quality issue. The reported inflation issue appears to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery. A 3.5x15mm nc trek balloon dilatation catheter (bdc) was prepped and advanced; however, the balloon would not inflate. The bdc was removed intact over the wire. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the outer member and inner member were stretched proximal to the proximal balloon seal, for a length of 3mm. Additionally, the proximal end of the proximal balloon marker was located inside the proximal balloon seal. No additional information was provided.